Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a cello balloon that burst during a procedure. The patient was undergoing a diagnostic procedure with access via the internal carotid artery (ica). Access vessel diameter was 4.5-5.0mm. Vessel tortuosity was normal. It was reported that the cello balloon guide catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. The balloon burst when placing the cello into the sheath. The device was replaced to continue the procedure. There was no harm or injury to the patient. Additional information received reported the physician tested the balloon prior to use and the balloon performed as intended during testing.

Manufacturer narrative:
H3: the cello balloon guide catheter (bgc) was returned for analysis. No issues were found with the main lumen or balloon lumen hubs. No bends or kinks were found with the catheter body. The balloon inflation port was found to be intact. The balloon was found to be ruptured with the proximal end torn and separated and with the distal end still attached. The cello was sent to fuji corp. For further investigation. Per the investigation report, ¿as we investigated the appearance of the returned product, the inserter was missing but main shaft tube and balloon injection port were no problem. As checked the balloon part, it was fractured and most of the inflation part are damaged. Since the ruptured balloon part and inserter were not returned, we couldn't investigate them. As we checked the remaining balloon part, we didn't find any factor or clue that we could specify the cause of the damage. For the balloon, we didn't find any abnormity like deterioration as we tested it by pulling the balloon apart. As we carefully checked the whole appearance of the returned product, the distal part was crushed but any other damages were found on the other parts of the products based on the device analysis and reported information, the customer¿s ¿balloon rupture¿ report was confirmed. Per the investigation report, ¿we found that we produced (B)(4) for this lot in (B)(6) 2019. We confirmed that there were not any problems for the product record and inspection record. We did not use any tool specifications or processes to damage the related parts of the returned product, and all products were tested by injecting the air into the balloons after the manufacturing process. Also, we inspect all products to make sure there was not any obstruction in the inner tube. Therefore, if there is any damage such as a kink on a shaft, it is detected and never be shipped to a market. Based on the above results, we consider that balloon rupture and crush on the distal part of shaft were caused when the sheath introducer was used.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.